Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
The physician placed an 8x40 smart stent using a retrograde approach into the left iliac artery and post-dilated the stent with a (7x4) opta pro balloon. The physician suspects that the stent immediately fractured upon balloon dilatation. The patient is a male. The lesion was very calcified. A 6fr. Sheath was inserted and the physician had no difficulty accessing the lesion with a guidewire. The lesion was not pre-dilated as the stent delivery system crossed without difficulty. The stent was deployed in normal fashion. The physician post-dilated the stent with an optapro balloon at 6 atmospheres. It appeared that the stent had good wall apposition following deployment. There was a 20% residual stenosis following stent placement and post dilatation was performed to get a better outcome angiographically. Post- procedure x-rays were taken, which several doctors viewed at the time. No consensus could be made. The fracture could not be seen, and it is suspected that an indent seen in the stent could be due to the calcium that is present at the site. Another physician was asked for his opinion and he also could not detect a fracture. The patient is fine. There was no clinical consequence to the patient. There is good flow through the stent, and all appears normal. Other physicians at this hospital were happy with the result of the procedure, and agreed that another stent of any type (balloon expandable or self expanding) should not be placed into the 8x40mm smart.